Event description:
On 7/9/86 device was implanted. On 12/12/87, 10/13/89,8/31/94, and 11/19/96 the balloon was revised. On 5/10/94 the cuff was revised. On 8/25/95 the cuff was removed. On 1/12/96 the cuff was reimplanted. On 2/18/97 the pump and cuff was removed from the pt and replaced due to recurring incontinence-fluid loss at cuff connector and pump was contaminated with blood.